Manufacturer narrative:
Pictures of the failure were provided to cordis and are being evaluated. Additional information will be submited within 30 days of receipt.

Event description:
Foreign matter was found inside of the sterile pouch during inventory inspection at (B)(6). The foreign matter seemed to be a black fiber. The outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. The products weren't clinically used. They were stored normally in the warehouse and handled per on usual inventory procedure. The products were neither re-sterilized nor re-packaged.

Manufacturer narrative:
The product was not returned. However, visual analysis and failure confirmation was performed through photographs received of the complaint product. In the photographs, foreign matter was observed inside the pouch. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. According to the photographs received, the reported failure by (B)(4) warehouse was confirmed. The root cause could not conclusively be determined; however, it appears to be related to the manufacturing process of the product. (B)(4) was opened to address this issue on sakura fire star catheters. This additional complaint does not change the severity or the occurrence rate currently documented in the dpra.

Manufacturer narrative:
One unit of firestar 3.00 x 20 mm was received in the sterile packaging. The box was opened and pouch was closed. The middle section of one of the supplier pouch seals was reduced. The width seal appeared reduced from the inside out. Transfer material was observed on the film on the reduced section of the seal. The product was at the correct position. Foreign material was found inside the pouch. The seal width was measured and it was found acceptable per specification parameters. The foreign material was measured and it was found that one particle was not acceptable per specification parameters. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported "foreign material" was confirmed. The root cause could not be conclusively determined but it appears to be related to the manufacturing process of the product. A dpra was opened to address this issue on (B)(4) fire star catheters. This additional complaint does not change the severity or the occurrence rate currently documented in the dpra. The inner seal was found within the specification, therefore no action is required.